Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up MDR will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's extended bolus feature indicated that bolus delivery continued beyond the requested duration and insulin on board (iob) did not update. Customer's blood glucose level was impacted (50 mg/dl). Customer ingested carbohydrates to treat low level. Customer reverted to manual injections.